Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information does not change the outcome of the previous investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04783.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by revision operative notes. Revision op notes demonstrated that the patient was revised due to pain and elevated metal ion levels. During the revision, the cup was found minimally anteverted, but still great stability through a functional range of motion. New dual mobility liner, ceramic head, taper adapter were implanted with existing cup and stem. The hip was reduced and found stable. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s left hip was revised approximately 10 years post implantation due to elevated metal ion levels, with metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.